Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the battery release and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed and the keyboard was scratched.

Event description:
It was reported that the ventricular output connector on the epg (external pulse generator) was broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).